Event description:
Unit stopped delivering breath while on patient. No patient harm reported prior to event turbine making hi pitch noise. Unit also giving error disconnect alarms. At 0500, therapist called to the skilled nursing unit for the vent alarm. Ltv1000 ventilator alarming inaccurate I:e rates and not delivering breaths. The patient was manually ventilated and the ventilator was changed out. Vent alarmed inop audible and visual. Using ac power. Humidifier being used. No patient harm.